Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the reporter heard scratching in the house. When she checked on the patient, the patient was lying unresponsive, sweating profusely, and her eyes rolled back. The patient¿s cgm was in a signal loss state on the dexcom mobile app. The reporter called emergency medical services. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl and the cgm was still in a signal loss state. Ems treated the patient with a glucagon injection and transported the patient to the emergency room. At the ER, unspecified blood work and a urinalysis was done. Her bg meter reading was 123 mg/dl and the cgm was still in signal loss. The patient was diagnosed with a urinary tract infection and was treated with cefalexin. Around 11am, the patient¿s bg meter reading was 130 mg/dl with the cgm still in signal loss. The patient was discharged home later the same day. The family also bought a bg meter to use due to the patient¿s fluctuating bg levels. The patient was ¿stable¿ and under close observation by the reporter at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.